Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he awoke with a high blood glucose of 406 mg/dl to a battery out limit alarm, possibly indicating a loose battery cap. The customer further stated that the keypad on the insulin pump was only responding intermittently. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.